Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026 due to the needing of MRI procedures. It is unknown if there are plans to reimplant the patient as of the date of this report.